Event description:
The customer reported a display board failure. Further information received noted the actual problem was; after switching on, the device goes to diagnostic mode automatically. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).